Event description:
This lead has an unknown implant and explant date. A call is placed to technical services on (B)(6) 2013 states that there pocket infection. Rep stating he learned about this yesterday as they scheduled a procedure to do system extraction. The physician was dr. (B)(6) at (B)(6) medical center in melbourne, fl. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).